Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a follow up, a decrease in r waves was noted and an increase in pacing thresholds when it comes to this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The physician was worried about the sensing as the r waves were low thus decided to induce ventricular fibrillation (vf) to evaluate correct sensing and fibrillation. Upon attempting to induce shock on the t wave, it was not possible and it was also not possible to do a synchronous shock. Finally the physician did induce the arrhythmia which was undersensed, and out of range low shock impedance measurements were noted as well a shorted lead indicator message. The patient needed an external shock. The ICD was explanted with difficulty due to calcium deposits while the rv lead was surgically abandoned and remained in the patient. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified an arc mark on the exterior of the case. An x-ray of the device revealed that the internal high voltage fuse was damaged. The damage to the fuse most likely occurred during delivery of a shock into a shorted lead condition. Additionally, review of device memory confirmed a ¿shock lead shorted¿ message as well as a ¿high voltage system fault¿ message. Evidence indicates this device attempted to deliver a shock via a shorted defibrillation lead; there is no indication that a device issue contributed to the reported clinical observations. The issue with the defibrillation lead likely impacted the r wave and pacing threshold measurements as well; however, this cannot be confirmed in the absence of analysis of the lead.